Event description:
It was reported that the lead was explanted due to high stimulation thresholds that were observed at a follow-up appointment. No patient complications were reported as a result of this event.